Event description:
While inflating the balloon on this device, we had difficulty reaching the desired atmosphere. The pt immediately became hypotensive and complained of pain with EKG changes. The next immediate injection showed no flow to the circumflex and diagonal branches. After the pt was stabilized, the device was removed and examined. There appeared to be a small hole proximal to the balloon on the shaft of the catheter within the balloon port. We assume that this allowed air to enter the coronary system during inflation.